Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead explant procedure. The right ventricular (rv) lead was explanted prophylactically due to advisory. No externalization was noted. The patient was in stable condition.